Event description:
It was reported that the insulin pump alarmed low battery multiple times. The customer stated that this was the third time he received the alarm, and he reported that the insulin pump would freeze without giving a low battery warning. The customer did not know the blood glucose reading. The battery indicator did not show less than 2 bars. He noted that the battery did last more than 1 week, which was indicative of normal device behavior. He was advised to monitor the insulin pump, but he requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip.